Event description:
The customer stated that the insulin pump gave a constant tone followed by a blank display. The customer also stated that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.